Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had drive regulator calibration failure during preventive maintenance. There was no patient involved.